Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the reported failure date is old, black box /history downloads are overwritten, no unusual power on reset is observed in the available data. The battery cap threads were found to be stripped. The cap was unable to fit securely to the battery compartment and maintain an electrical connection. A test cap was used for investigation purposes; the pump was able to power up successfully. The pump was opened and inspected, no intermittent condition or moisture ingress was observed to the pcb or to the power flex.

Event description:
It was reported that pt was hospitalized for hypoglycemia, seizure, and unresponsiveness.

Manufacturer narrative:
Pt reported that he unintentionally programmed and delivered an excessive amount of insulin. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.